Manufacturer narrative:
Investigation results: visual examination of the returned navigator hd access sheath revealed that the dilator was bent in the middle. The sheath was broken approximately at 8cm from the hub. It was also noted that it presents numerous whitened areas caused by stress due to bending sheath, handling/manipulation of the device can lead to bend or kink in the dilator and sheath, severe bending can result in device breakage. It is most likely that procedural or anatomical factors encountered during procedure could have contributed to encountered issues, therefore the most probable root cause for the complaint event is operational context. A device history record (DHR) review was performed and no deviation was found. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a navigator hd was used during a ureter lithotripsy performed on (B)(6) 2016. According to the complainant, during procedure inside the patient, a sound was heard and the device cracked when the rigid ureteroscope was inserted. The coils became exposed but no parts of the navigator hd fell into the patient; the damaged device were retrieved with gripping forceps. The physician attempted to insert a second navigator hd but found it difficult to advance. The lithotripsy procedure was discontinued and percutaneous nephrostomy was performed instead. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator hd was used during a ureter lithotripsy performed on (B)(6) 2016. According to the complainant, during procedure inside the patient, a sound was heard and the device cracked when the rigid ureteroscope was inserted. The coils became exposed but no parts of the navigator hd fell into the patient; the damaged device were retrieved with gripping forceps. The physician attempted to insert a second navigator hd but found it difficult to advance. The lithotripsy procedure was discontinued and percutaneous nephrostomy was performed instead. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.